Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for multiple aborted therapies due to low, out of range, hv lead impedance was received via merlin.net transmission. The transmission showed that the therapy had been delivered due to oversensing on the ventricular channel during patient's hip replacement. The patient was asymptomatic. It was suggested that the cause of the oversensing was likely cautery used during the procedure. The therapy initiated and aborted multiple times throughout these episodes due to possible high voltage circuit damage. High pacing lead impedance was also noted. The device and lead were explanted and replaced. The patient is doing fine.